Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patellar implant package was opened, and the packaging was found to be warped, so the implant was not used and was discarded. There was no surgical delay. Attempts have been made and no further information has been provided.